Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, it was not possible to retract the screw. The lead was replaced without any adverse consequences. The patient is doing well.